Manufacturer narrative:
Follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the therapy pca has issues and customer wants a replacement under warranty. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
It was reported to philips that the defibrillator doesn¿t recognized the battery. There was no reported patient involvement . The efficia dfm100 defibrillator, model#: 866199, is substantially similar to the heartstart xl+ defibrillator (model #: 861290) and will be reported in the united states under device model #: 861290.